Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced a high blood glucose. Customer's high blood glucose value was 415 mg/dl. Customer treated with manual injection for high blood glucose. Customer stated that the insulin pump had a no delivery alarm and they changed the reservoir and set but now the insulin pump was not pumping no insulin. Customer also stated that the event was resolved by changing complete set. The device will not return for the analysis.